Manufacturer narrative:
On 2/9/2016 - the device was returned, but no date of explant was provided. Upon receipt, the lead was found cut. Both parts of the lead were received for analysis and their performance was scrutinized including a visual and electrical inspection. The daily measurement data received with this lead were inspected and the clinical observation of low out-of-range shock impedances can be confirmed. The visual inspection of the fragments showed signs of abrasion along the lead body and the insulation was found damaged in the distal part of the lead. This damage can be regarded as the root cause of the observed low out-of-range values of the shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The observation mentioned in the complaint description of a loop-shaped conductor cable outside the lead body could be confirmed. However, a close inspection of this part of the lead showed that the svc shock coil had been shifted and deformed so that the proximal end including the conductor cable was detached from the adhesive connection. The insulation damage occurred at this tear point and the conductor cable to the svc shock coil was exposed at this position. It is most likely that the fibrotic tissue observed at this part of the lead had reduced the maneuverability of the svc shock coil and thus caused this damage. A careful review of the x-ray material received with this lead revealed no anomalies. In particular, no externalized conductor cable could be seen proximal to the svc coil on the x-rays from (B)(6) 2015. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. During a regular in-office follow-up, a decreased shock impedance of under 20 ohm was observed. According to the ICD data, the shock impedance had decreased since (B)(6) 2015. However, lead impedance, threshold as well as amplitude were still the same values. The physician scheduled a revision for (B)(6). No adverse patient side effects have been reported.